Event description:
Power tray had a spark after fuse replaced unit just shut off and couldn't get it back on.

Manufacturer narrative:
(B)(4). The field service engineer troubleshot the system and found that a fuse in the cabinet was blown. After he replaced the fuse, there was a spark coming from the power tray. The field service engineer replaced the "(B)(4) powertray fru", which solved the problem.